Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused gum issues that required them to have treatments done to their gums. They stopped wearing the aligner due to this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.